Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and there are 214 upstream occlusion alarm lines in the code. This was the cause of the constant beeping, and the likely reason the infusion did not complete on time. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 97.43 ml. The programmed volume was 100 ml. So, the flow rate deviation is -2.57%. The flow rate accuracy is within +/- 5%, which meets the passing criteria.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Infutronix received a complaint from a healthcare professional (hcp) who reported "pump 70 went home with a patient in a group home and it beeped many times and they called into the help number but was never able to figure any problems." No kinks in the line were identified. When patient returned to clinic for a disconnect, it ws noted the patient still had 5.5 hours left to infuse. The staff bolused the remainder of the medication, 3.6 ml 5fu/ns dilution. Device operator was a patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.